Event description:
It was reported that the device fails the rate accuracy test and needs calibration. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. Operator of device. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a scratched lens. Functional testing found the customer's reported problem was not duplicated. Three accuracy tests were performed, all tests were within the published +/- 6% specification. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)-2022 via email and attached in complaint object: I filled out the extra question on the excel document, these units failed at my office while performing the annual pm (preventative maintenance), they were not in use on patients. Failure during annual pm, no patient involvement. Cannot perform calibration. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2100